Event description:
It was reported that during the initial implant procedure, dislodgment of the right ventricle (rv) leadless pacemaker (lp) was observed post fixation. The rv lp was successfully retrieved from the left pulmonary artery. The rv lp was explanted and replaced with a traditional pacemaker. The patient was in stable condition.